Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75x16mm promus element drug-eluting stent was selected for udrt. However, it was noted that the tip of the stent was out of shape. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found that the stent struts from the distal part of the stent were damaged with some struts lifted. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during preparation when the stent protector was removed. The balloon cones were reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75x16mm promus element drug-eluting stent was selected for udrt. However, it was noted that the tip of the stent was out of shape. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.